Event description:
It was reported that the patient underwent a sling procedure in 2005. During the procedure, the physician noted on cystoscopy that mesh was in the urethral injury and plans to reschedule sling placement for a later date.